Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Mitraclip xtw (cds0706-xtw lot: 30531r1015) was implanted successfully, reducing mr to grade 2. There were no device issues. On (B)(6) 2023, at a routine follow-up the mitraclip was observed to had fully detached and embolized to the right subclavian artery. The patient was experiencing no symptoms and there was no obstruction of blood flow. No intervention was performed. It was thought the detachment was due to poor tissue quality, although there was no tissue damage to the leaflets observed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported expulsion is due to poor patient anatomy. The reported foreign body, embolism and mitral regurgitation are cascading effects of the reported expulsion. Additionally, the reported patient effects of embolism and mitral regurgitation are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.